Manufacturer narrative:
It was reported that the event occurred over a 3 week period. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® bivona® adult tts¿ tracheostomy tube had a cuff issue during use. The tracheostomy tube was inflated with air but it was observed that the cuff had deflated a few times during the day. The incident was observed by nurses. It was reported that the cuff had to be reinflated 2 or 3 times with 6-7ml air to achieve the 10ml required volume and then it was reported that the tube had to be inflated once a day and after 2 hours, the only 2ml of air was in the cuff. It was noted that the problem occurred 30 times in 3 weeks. The reporter noted that the incident was due to a misuse. The tracheostomy tube was changed weekly. The device was tested prior to use and no issue was detected. Due to the device issue, the patient was uncomfortable but no other injury was reported. The patient was reported to have passed away; it was confirmed that the death was not a sequelae of the reported malfunction. The patient passed "under sedation in compliance with the anticipated directives of non-relentless therapeutics." See MFR: 3012307300-2017-00327 and 3012307300-2017-00515.